Manufacturer narrative:
H10: manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one x-port isp with groshong catheter and cath-lock was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. One radiographic image and one fluoroscopic image were also provided. The medical image review was performed. The investigation is confirmed for a complete break in the catheter, specifically due to pinch-off, as a complete circumferential break was observed approximately 10.3cm from the distal end from the cath-lock. The catheter lumen was observed to be flattened and have an elliptical shape at the distal end of the catheter fragment. Necking was observed at the flattened section of the catheter when tensile stress was applied during in-lab tactile evaluation. The surface of the catheter cross-section at the distal end appeared to be rough and granular throughout and the edges of the break appeared to be sharp. Per the medical image review, appearance is most consistent with pinch-off at the right costoclavicular junction. A longitudinal split approximately 3.26 mm in length was observed approximately 9.6 cm from the distal end of the cath-lock. The edges of the split appeared to be straight and appeared to run parallel to the length of the catheter. The surface throughout the thickness of the catheter wall on one side of the split appeared to be smooth; the surface on the other side of the spit appeared to be rougher. Leaking was observed at the split site. Per the medical image review, there did not appear to be real movement of the distal fragment in the before and after images. The investigation findings are consistent with a known complication called catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. The longitudinal split had characteristics consistent with damage caused by a sharp instrument. The longitudinal split may have occurred during or after device removal. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: g1, h3, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement via subclavian vein for chemotherapy the port system was removed and a catheter break was identified and confirmed via x-ray image. Reportedly, the distal catheter segment adhered to the vessel wall and remains inside the patient. There was no reported patient injury post port removal procedure.

Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately five years post port placement via subclavian vein for chemotherapy the port system was removed and a catheter break was identified and confirmed via x-ray image. Reportedly, the distal catheter segment adhered to the vessel wall and remains inside the patient. There was no reported patient injury post port removal procedure.